Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to a degraded downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was bubbled/delaminated. This occurred during testing, and there was no patient involvement.